Event description:
Tine from impactor adaptor broke off during surgery and was inadvertently left in the patient. The hospital noticed metal included in patient's knee post-opertion x-ray and sheduled an exploratory revision surgery, during which they located and removed the metal tine.

Manufacturer narrative:
Tine from impactor adapter broke off during surgery and was inadvertently left in the patient. Patient is otherwise doing well. Investigation of the failure is ongoing.